Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system with the hospital biomed via phone. Service will be performed by hospital employee to replace the flow sensor. No patient information provided to date after calls to customer (B)(6) 2022. Unique identifier: (B)(4). Legal manufacturer: (B)(6).

Event description:
The hospital reported an error resulting in loss of mechanical ventilation during a case. There was no patient injury.